Manufacturer narrative:
The actual device was returned for evalution. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be improper handling and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The evaluation was corrected. (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during engineering evaluation, it was observed that the motor device was ¿overheating¿. The evaluation occurred in evaluation; this event is not related to surgery. There were no injuries or medical intervention associated with this event. If any additional information should become available, this notification will be updated accordingly. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.